Event description:
A malfunction alarm occurred with the pump during the load process, and it was previously reported with this pump's serial number. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the warranty and arranged a replacement pump while instructing the customer to use multiple daily injections as a backup therapy. Customer was informed to return the faulty pump with a pre-paid label and acknowledged understanding of storage mode instructions.